Manufacturer narrative:
No root cause was determined with the information supplied.

Event description:
A customer contacted beckman coulter inc (bci) to report leaking wash buffer ii while loading it on the instrument. There was no report of injury in connection to this event.